Event description:
Procedure type: pelvic pouch for ibd. According to the reporter: there were no complications intra-operatively. The patient's anatomy presented no issues, the stapler fired properly, and a leak test was performed and passed. Two days post-operatively in 2009, the pt had rectal bleeding and it was noted that the anastomosis between the rectum and the pelvic pouch was incomplete. The patient underwent bowel defunction with ileostomy and if possible the anastomosis will be repaired at a later procedure. The patient currently is in stable condition.